Event description:
The customer reported that the system did not boot up. No pt injury was reported.

Manufacturer narrative:
This MDR is related to ge healthcare complaint (B) (4). The ge svc rep reformatted the hard drive. The system operates as intended.